Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that an analysis of bone remodeling in an unknown number of patients revealed longitudinal calcar resorption of more than 10 mm in 67%, distal cortical hypertrophy in 23%, distal endosteal bone formation in 24%, and endosteal osteolysis in 12%.

Manufacturer narrative:
No devices or photos were received, therefore the condition of the devices is unknown. The lot numbers of the products are unknown, therefore the device history records and complaint history could not be reviewed. These devices are used for treatment. It could not be confirmed if the devices were used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.